Event description:
It was reported that during a coronary artery stenting treatment procedure a perforation occurred and following the procedure death occurred. The patient presented for the procedure with chest pain. The target lesion was in the vein graft to the left circumflex (lcx) artery. There was an area of 99% stenosis in the mid vessel and ostial 60% stenosis. A 3.0x15mm maverick balloon was inserted and inflated in the target lesion. A 3.5x24mm liberte bare metal stent (bms) was deployed in the target lesion at 18 atmospheres for 10 seconds (secs). A perforation and rupture of the vein graft occurred, most likely from the aneurysmal site. A 4.0x26mm non-bsc covered stent was implanted to cover the liberte bms and treat the perforation with good results. There was immediate cessation of the leak. Hemodynamics stabilized. An echocardiogram showed no significant pericardial effusion and no effusion and no features of tamponade. The patient was given nitro spray 0.4mg sl, heparin 2000 u, a total of 150mcg of nicardipine, fentanyl 25 mcg, and integrillin 75mg/100ml during the procedure. The patient's EKG showed sinus rhythm with st elevation at the conclusion of the procedure. The patient was transferred to the intensive care unit in stable condition. Within an hour, the patient complained of nausea and became suddenly "very bradycardic" and lapsed into pulseless electrical activity (pea). At the request of the family and in accordance with the patient's wishes that prolonged cardiopulmonary resuscitation or life-supporting measures should not be performed, a "brief" effort to restore circulation was unsuccessful. The patient expired in 2007. The certificate of death reports, the cause of death as "acute coronary syndrome, non st elevation myocardial infarction, s/p/ ptca - stent svg circumflex with vein graft perforation requiring covered stent and no reflow phenomenon. Cad, s/p CABG"

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.